Manufacturer narrative:
Reason for reoperation: rupture and capsular contracture baker grade ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade ii. Device remains implanted.